Event description:
It was reported from a customer evaluation the suction port clogged, the tech was able to pull the grey part of the tip off during surgery and the physician didn't thing the coag was working at first.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies.